Event description:
The hospital reported that during three separate endoscopic vein harvesting procedures, the hemopro 2 device was not sealing the branches. Additional incisions were made in order to stop the bleeding. The hospital did not report any pt effects. The product will reportedly not be returned to maquet cardiovascular. Refer to MFR report #s 2242352-2012-00003 & 2242352-2012-00004.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).